Event description:
The MFR's representative reported an infection.

Event description:
The hcp reported that a fluid filled capsule had formed around the pump causing pain. The hcp removed fluid from behind the pump and capsule.